Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead exhibited increased pacing thresholds. The lead did not appear dislodged via x-ray but a micro-dislodgement was suspected. A revision procedure was performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.